Event description:
Event description boston scientific, crm received information that the patient with this implantable cardioverter defibrillator (ICD) device was experiencing chest palpitations when lying on her side. It was noted that when on her side there was pseudofusion, and there was loss of capture in the right ventricle (rv). The lead measurements were confirmed to be stable. The boston scientific sales representative noted that the patient is atrial and ventricular paced at a rate of 60 ppm.